Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, there was a 90 mg/dl point difference between the estimated glucose value and the blood glucose value. No additional patient or event information was available. A root cause could not be determined. Reportedly, issue had resolved prior to troubleshooting with tandem technical support.